Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed multiple intermittent inaccurate fill estimate values of 160, 90, and 60 units and remained static. Reportedly, the cartridge was filled with an unknown amount of insulin. There was no impact to the customer's blood glucose levels. Although request, the customer declined to perform troubleshooting with tandem technical support.